Event description:
It was reported that the customer was experiencing high blood glucose for two weeks. The blood glucose reading was 500mg/dl. Troubleshooting was performed. The device passed the self test. The settings on the device were ok. It was stated that the father and his daughter went to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.